Event description:
This complaint was reported on (B)(6)2009, as bravo capsule which failed to calibrate. During investigation in given's laboratory performed on (B)(6)2009, it appeared that the actual root cause was bravo capsule which failed to detach from the delivery system.

Manufacturer narrative:
No pt injury has occurred following this incident.